Event description:
It was reported that, before a navio procedure, prior to the patient being in the room and prior to the start of the case, it was found that the handpiece inner coils are suspect and thumbscrew would not securely keep the clamshell locked. They used coban to wrap around the handpiece to keep it secure to proceed without delay. No other complications were reported.

Manufacturer narrative:
The navio handpiece, part number pfsr110137, serial sn000420 and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The helicoil was found to working properly upon threading customer thumb screw into helicoil. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is ineffective method of threading thumbscrew into the helicoils during use on the field. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.